Event description:
We received a report that an intraocular lens was explanted after the patient complained of seeing a line through her vision. In follow up it was learned that the surgeon attempted to reposition the lens, but ended up having to explant it. Neither an incision enlargement or vitrectomy were required.

Manufacturer narrative:
In follow up with the amo sales representative it was learned that the patient presented 2 weeks post-operatively with the complaint of a ''line through her vision'' of her right eye which significantly interfered with her daily activities. Slit lamp revealed that the lens had decentered approximately 4 mm. The surgeon tried unsuccessfully to reposition the lens. He explanted the lens followed by a sulcus implant. An incision enlargement was required to explant the lens. The sales representative also indicated that there was a bent or broken haptic; he was not sure if the intraocular lens came apart intraocularly or during implantation. The patient has recovered. (B)(4). The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the optic was cut into three pieces and one loop and one optic part were not present. The condition of the lens was consistent with one that has been explanted. No optical deviations on the received optics parts could be found. The lens passed all acceptance criteria for all tests performed and was within specification during the manufacturing process. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Batch records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens was verified and showed to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.